Event description:
It was reported that the subject programmer display does not work correctly when the programmer is powered it up to upgrade to smartview 2.56 ug1, an error was displayed and after responding to the error the screen did not work correctly and the display blinked on and off with movement.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer display does not work correctly when the programmer is powered it up to upgrade to smartview 2.56 ug1, an error was displayed and after responding to the error the screen did not work correctly and the display blinked on and off with movement.